Manufacturer narrative:
An event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: the mdm liner with catalog number 626-00-46f and lot code 60018304 was returned for evaluation. Damage/scratches are visible on the surface of the liner. A review of the returned product by a material analysis engineer indicated: damage observed on distal surface of device consistent with contact against a hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not available.

Event description:
It was reported that the patient fell and presented with a total hip dislocation. It was reported that the patient required a revision.